Manufacturer narrative:
Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The date of the event is unknown; however, the article was received for publication on 18 april 2025. Therefore, '18 april 2025' is used as the occurrence date. The implant date was calculated based on the implant duration provided (16 years) and the approximate date of event 18-april-2025. The device was not returned to edwards for evaluation as it remained implanted. Article citation: sagar, p., chopra, a., sivakumar, k., and ajit, m. S. (2025). Transcatheter valve-in-valve aortic valve replacement in stented coarctation with restenosis: a case report. Journal of the society for cardiovascular angiography and interventions, 4, 103921. Https://doi.org/10.1016/j.jscai.2025.103921. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the article received from india "transcatheter valve-in-valve aortic valve replacement in stented coarctation with restenosis: a case report", corresponding author/s dr. Pramod sagar et al., the following event was identified as pertaining to an edwards device: a 58-year-old patient with a 25mm carpentier-edwards perimount valve underwent a valve-in-valve intervention after an implant duration of 16 years due to degeneration with severe low-flow, low-gradient aortic stenosis (peak gradient, 60 mm hg; mean, 32 mm hg), moderate aortic regurgitation, dilated left ventricle, and reduced left ventricular ejection fraction (38%). The patient presented with progressive dyspnea and heart failure. A non-edwards device was implanted within the surgical valve. The patient was noted as to be discharged home.